Event description:
It has been reported to philips that allura geometry movements were not possible. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting, fse found the problem in power distribution in r-cabinet. Analysis of the system log file confirmed that there was malfunctioning of the geometry. The fse corrected the power distribution in r-cabinet to resolve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcomes.